Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02860, 000185034-2023-02387. D10: cat #: 00771100910, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9 standard offset reduced neck length, lot #: 64819461 cat #: 110024464 / g7 dual mobility liner 44mm f, lot #: 403970 cat #: 00877502803, bioloxâ® delta, ceramic femoral head, l, ã¸ 28/+3.5, taper 12/14, lot #: 3035214. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported the patient underwent a cortisone injection approximately three months post implantation, due to right hip impingement, tendonitis, and right hip pain approximately. No further complications have been reported. Attempts have been made and no further information is available.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: a review of the available records identified findings of the reported issues, cortisone injection right hip impingement, persistent psoas tendinitis. The complaint is confirmed based on the provided medical records. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.